Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 27 mg/dl. The customer stated that the insulin pump's alarm is not loud enough to hear while sleeping at night. The customer stated that they have been getting low level alarms from the pump but the customer states that the insulin pump can not keep up with the customer's rapid fluctuating blood glucose. The customer states that they exercise a lot and that the pump does not accurately keep up with the changing blood glucose. The customer is working with their health care provider about the low blood glucose. The customer was informed that medtronic will follow up with her in 90 days and if there is any issues that she should call back to trouble shoot the insulin pump. No further information was provided.